Event description:
It was reported that the patient was losing recharge coupling after their implantable neurostimulator (ins) was placed in their left chest wall. X-ray images were provided and it appeared that the ins was flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.